Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the pump did not detect the filled cartridge and emitted a 'no cartridge detected' warning. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the pump did not detect the filled cartridge and emitted a 'no cartridge detected' warning. The pump was opened and moisture damage and corrosion was observed on the motor flex contact. Unrelated to the event the bumper pad was missing and the keypad was found to be torn. (B)(6.